Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that a cleaning gemini brush got stuck inside the ultrasonic gastrovideoscope, while cleaning. This occurred during device reprocessing; there was no patient involved.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed; foreign material stuck inside the suction cylinder. Based on the results of the investigation, the foreign material could not be identified. It is likely the result of insufficient reprocessing, however a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.